Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was respiratory failure. The caller stated that the customer had a stroke in 1999, which caused a spinal injury, and the customer had been paralyzed for the last sixteen years of her life. The caller stated that the insulin pump took care of the customer's diabetes, however, since the hospital staff did not want to operate the insulin pump, at the end the customer had issues with the control of her diabetes. The caller stated that the customer was wearing the insulin pump at the time of passing, at home. The caller stated that the customer was not using sensors at the end. The caller did not know the customer's blood glucose at the time of death. The caller stated that the insulin pump and all other supplies had been discarded.